Manufacturer narrative:
The ge rep performed an on site investigation. The system work station was upgraded by replacing the motor and the cable potentiometer. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed a communication error code and the motion of the system c-arm stopped. There was no report of pt injury.